Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as 563 mg/dl. Reportedly, the customer administered a correction injection to address bg. Customer loaded a new cartridge to address the issue.